Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the power cable. The navigation system then passed the system checkout and was found to be fully functional. The suspect power cable was returned for evaluation. Analysis confirmed the ground prong was broken off and missing. There were no opens or shorts found. Physical damage was confirmed.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ground prong on the power cord was damaged. No patient was present at the time of the event.

Manufacturer narrative:
Device serial number updated.